Event description:
It was reported through a medwatch form that the patient presented with elevated lactate dehydrogenase (ldh) levels that peaked at 1664, high plasma hemoglobin of 74, hemoglobinuria and high left ventricular assist device (lvad) power in the setting of international normalized ratio (inr) of 3.1. The patient was given 325mg of aspirin and 25mg of persantine three times a day (tio). A heartmate ii to heartmate ii pump exchange was planned, but intraoperative transesophageal echocardiography (tee) revealed adequate left ventricle unloading with closed atrioventricular valve at 9600 revolutions per minute (rpm), which suggested normal/adequate lvad function. Given a high comorbidity burden due to morbid obesity and chronic renal disease, it was decided to pursue hemolysis management with lvad optimization. The lvad speed was changed to 8800 rpm, and the pump exchange was abandoned . The patient was bridged from heparin to coumadin prior to discharge, and the patient resumed 325mg aspirin and 25mg persantine tio. Ldh had decreased to 800 at discharge. The patient exhibited mild exertional shortness of breath after the speed was reduced, but was otherwise asymptomatic with adequate end organ perfusion and blood pressure.

Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # (B)(4). This report is being submitted as additional information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate ii lvas, serial number (B)(6), and the reported hemolysis and renal dysfunction could not be conclusively established through this evaluation. The patient remains ongoing on the heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of this IFU lists hemolysis and renal failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.